Event description:
It was reported via repair work order that the footend cover was damaged and it caused the power coil cable to short out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.